Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd slip-tip syringe with bd precisionglide¿ needle the tip of the syringe was discovered to be broken. The following information was provided by the initial reporter, translated from chinese to english: sales report before opening the package for use, it was found that the cone head of the 20ml disposable sterile syringe was broken, and the quantity was 1, which required green claim and complaint reply letter. Photos could be provided, but samples could not be returned.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 301942 and lot number 2109220. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture was received for evaluation by our quality team. Through examination of the picture, the reported defect of tip breakage was observed. However, an exact cause could not be determined for the breakage. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline system which inspects all product and automatically rejects any defects identified. It is possible that the damaged tip resulted from a blockage in the barrel feeding process that went undetected. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that prior to use with bd slip-tip syringe with bd precisionglide¿ needle the tip of the syringe was discovered to be broken. The following information was provided by the initial reporter, translated from chinese to english: sales report before opening the package for use, it was found that the cone head of the 20ml disposable sterile syringe was broken, and the quantity was 1, which required green claim and complaint reply letter. Photos could be provided, but samples could not be returned.